Event description:
I have been a contact lens wearer for 15 years -approx 12-16 hours a day-. My doctor switched me to acuvue oasys contacts. With the trial pair, I experienced low grade headaches and difficulty removing the contacts from my eyes at night. I figured the headaches were due to stress, so I bought a 6 month supply. A few days after wearing my new contacts I experienced redness and irritation, so I threw out the first pair because I thought they may have been torn. The second pair resulted in similar redness, so I wore my glasses for weeks. I contacted my doctor about the problem, she said they had not had any problems with them at the office, but she ordered in my previous brand for me, so I could wear something. I wore the original brand for a day or so and the redness came back. She did an exam a week later and could not figure out where the redness was coming from, but she was not comfortable with me wearing contacts for the time being. We are awaiting another brand to test out with a new solution before looking further into the problem. I have been wearing my glasses for about 2 months now, since my eyes have not fully healed. Please look further into this product as there are many others with similar problems. Thank you! Dates of use: 2008. Diagnosis or reason for use: nearsighted with astigmatism. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes.